Event description:
It was reported a lead was implanted on (B)(6)-2012. The patient underwent surgery to have a 2x4 hinged paddle lead inserted in the epidural space via laminotomy cephalad to the existing electrodes. The existing extension was disconnected from the existing percutaneous leads and connected to the new surgical lead and then connected to the existing implantable neurostimulator (ins). The percutaneous leads were coiled up and placed into a subcutaneous pocket.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, implanted: 2006-(B)(6), product type lead product ID 748951, serial# unknown, product type extension. (B)(4).